Event description:
It has been reported to philips by the crew that they tried to pace the patient and ls would not pick up the patient's rhythm and was unable to pace. The crew changed electrodes with no change. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.